Event description:
Customer reported during an operation that the compressed air was not completely entering into the hose. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed no defects. The device was returned to customer on 9/11/2012. The complaint is indeterminate. Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.